Event description:
It was reported that the sensor cannula or introducer experienced a needle break. The blood glucose reading was 112 mg/dl. The customer stated that the needle hub was very loose. The customer noticed the issue with the sensor cannula during insertion. No unusual significant events leading to the issue were noted. The customer was advised that the sensor be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.